Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma in (B)(6) 2020 and developed an open sore and redness at the implant site at that time. The recipient's physician recommended the recipient to use vaseline on the site. The recipient ceased device use until drainage and weeping from the scab stopped. The recipient continues to experience redness and scabbing at the magnet site. The recipient's physician recommended the recipient to cease device use for about a week to allow time for the site to heal.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was reduced. The recipient has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.